Event description:
End user reported that the multirall overhead motor was not working correctly at the start of the transfer, but they continued to use it. After they had transferred the pt over the bed, the caregiver pushed the lowering button on the hand control, the motor released and dropped the pt a short distance to the bed. No injury was reported.

Manufacturer narrative:
Motor was requested by MFR for analysis, but has not been returned.